Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms despite changing the infusion set site. A system check was performed and the pump performed as intended. In addition, the customer received an incomplete bolus alert. Reportedly, the customer was attempting to bolus however did not complete the bolus within 90 seconds due to the occlusion alarm. The customer's blood glucose (bg) level was 272-273 (mg/dl). The customer changed out all supplies and delivered a bolus successfully. In addition, the pump battery was observed to be depleting quickly. The customer's blood glucose level was not impacted due to the battery issue. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted from 95% to 50% within one day. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. The occlusion alarm investigation could not be completed as the cartridge was not returned.